Event description:
The customer reported that during a procedure, the image dropped out and an overload fault error was displayed. The system was rebooted and the case was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors were cleaned and regreased. The system was then found to be working as intended and put back into service.